Event description:
It was reported the distraction device was implanted, the patient developed an infection and the distraction device was explanted. Date explanted was not provided.

Manufacturer narrative:
There is no indicaiton of the distraction device not working. Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.